Event description:
It was reported that during a right liver resection. The surgeon fired the device on the 3rd or 4th firing with vascular reload. The device locked out and the device could not be opened. It is unknown how the device was removed from the tissue. The closing trigger has been broken off the device. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Jammed knife, broken closing trigger additional information was requested and the following was obtained: on what tissue type was the device used? Lung. At what location on the tissue? Right liver resection. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third or fourth. During which stroke did the event occur? Stuck between 1st and 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? Not reported, but closing trigger broken off. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, but unknown how removed. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? If so, what? Unk. How long has the surgeon been using this device for this procedure (in years)? Three, plus. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned with the closing trigger broken and with the anvil in the closed position; the firing mechanism was in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed, but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The found damage of the trigger is consistent with applying a large prying force on the closure trigger handle in the opening direction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.